Event description:
It has been reported to the co that during the procedure the balloon of this device ruptured. The device was removed and replaced. The pt is reported as fine and the device being returned for the co's analysis.